Manufacturer narrative:
Updated field: b4, d9(return to manufacture date), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, it was observed that during autofill, the system was consuming approximately half of the helium reservoir. The fse replaced the helium reservoir assembly, after which the unit successfully passed all functional and safety tests per factory specifications and was cleared for clinical use. The removed helium reservoir assembly was returned for evaluation. Failure analysis and testing (fat) performed visual inspection and functional testing according to factory procedures. The component met all specifications, and the reported issue of excessive helium usage could not be reproduced during testing, including during autofill operation. Based on the evaluation performed by the field service engineer (fse), it was observed that approximately half of the helium reservoir was depleted during a single autofill cycle. This condition was attributed to a suspected malfunction of the helium reservoir assembly. The issue was resolved by replacing the malfunctioning part, after which the unit successfully passed all functional and performance testing and was returned to clinical service. However, based on the results of the failure analysis and testing dept. (Fat) conducted on the returned helium reservoir assembly, the reported condition could not be reproduced under controlled conditions. The returned component met all applicable factory specifications and demonstrated normal performance during testing. The most likely cause is considered to be intermittent in nature. Potential contributing factors may include component reliability or fatigue-related effects within the helium reservoir assembly.

Event description:
N/a

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had helium loss during autofill. No harm or injury to the patient was reported.